Manufacturer narrative:
Component (B)(4) relates to device (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a severely calcified and moderately tortuous mid left anterior descending artery. The 2.75x12mm apex monorail balloon was being used for post dilatation. On the first inflation the balloon ruptured. To what atmospheres is unknown. The balloon was removed intact. The procedure was not completed due to the same device not being available. No patient complications were reported and the patient's status is listed as good.